Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device gave a high pressure alarm when booted. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was powered up and had a constant "high pressure alarm". The root cause of the reported issue was found to be the circuit board. Actions were taken to mitigate the reported issue: replaced the circuit board and the downstream sensor.